Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the delivery accuracy test at 0.08740 inches. All operating currents are within specification. Off no power alarm functions properly. No rewind anomaly noted. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Drive support disk was inspected and no anomaly was noted. Device had scratched case, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on may 18 due to hyperglycemia and diabetic ketoacidosis. Customers blood glucose level was 580 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer declined troubleshooting. Customer experienced symptoms such as short of breath and vomiting. Customer was treated with intravenous fluid and insulin drip. Customer declined to perform a carelink upload. Customer stated that drive support was flush. Customer reported that insulin pump had motor error and tried rewinding but did not work. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.